Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the power supply was out of tolerance and measured at 5.09v at ps1 and 5.03 at gib. The contacts at ps1 were cleaned and voltage was corrected. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was not taking 3d spins. The site had to reboot the system multiple times to get it to function. The system was able to complete spin after the reboots. There was no delay and no impact on the patient's outcome.